Event description:
New information received notes that the patient was stable throughout the procedure.

Event description:
Related manufacturer reference numbers: 2017865-2023-23213. It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited inappropriate shock and both rv lead and the right atrial (ra) lead exhibited the same abnormal sensing signals. Chest x-ray was performed and further confirmed rv lead and ra lead dislodgement. Patient condition was stable. Both leads were explanted and replaced. There were no patient consequences reported post lead revision.